Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue and the clip was difficult to deploy. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced and the clip was unlocked however during lowering the grippers slowly, it was noticed that two times one gripper was a little bit slower than the other one. There was no problem lowering grippers faster. The cds was advanced into the left atrium (la), the clip was unlocked; however when trying to grasp and advance the gripper lever, the grippers lowered just 45 degrees. The clip was locked, the gripper lever was retracted and the grippers were lowered again with no problem. During clip deployment when turning the actuator knob 9 times in arrow direction, the clip looked detached but the handle had to be retracted and advanced 3-4 times, then the clip was completely deployed. The mr was reduced to <1 and the procedure completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. Additionally, a definitive cause for the reported difficult to deploy could not be determined in this incident. There is no indication of product quality issue with respect to manufacture, design or labeling.